Manufacturer narrative:
H3: one cadd solis vip pump was received for evaluation. The reported issue was able to be confirmed. Error codes 46510 and 46515 were found. However, there were no signs of fluid ingression found. The pump's microprocessor board was found to be faulty and will be replaced to resolve the issue.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a red screen with four triangles as well as error codes 456-10 and 465-15. No adverse patient effects were reported.